Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a yellow light/low o2 purity occurred on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The device was returned to a third-party service center for evaluation. There is no other information provided at this time. Attempts will be made to gather additional information. If any additional information is received, a follow-up report will be filed. New information: attempts were made to gather additional information from the third-party service center. Information received states: the technicians aren't sure how the allegation was observed since when it arrived at our repair facility, that information was included on the paperwork upon arrival from its facility. The contamination of the air inlet foam filter is evidence of low o2. The technician replaced the air inlet foam filter & cm201 p95 particulate filter. The device was returned to the customer. Box h coding was updated.

Event description:
The manufacturer received information alleging a yellow light/low o2 purity occurred on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The device was returned to a third-party service center for evaluation. There is no other information provided at this time. Attempts will be made to gather additional information. If any additional information is received, a follow-up report will be filed.